Event description:
There were two endeavor sprint rapid exchange (rx) drug eluting stents and one endeavor rx drug eluting stent implanted in the lad during the index procedure. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred 1 day post stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up's. Patient's cardiac status was stable angina at 6 month follow up. Ref MFR# MDR 9612164-2012-00039, MDR 9612164-2012-00041.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).